Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab had ruptured and was subsequently entrapped. Blood was noticed in the helium tubing about 20 minutes after the rn had assessed the tubing which was reported to be cleared up until the time of event. The console was stopped and the customer attempted to remove the iab at the bedside but they met resistant. Vascular surgery was called and the patient was emergently taken to the or for removal. There were no alarms prior to or during the event.

Manufacturer narrative:
Initial reporter full name: (B)(6).. Additional name: (B)(6). Additional email: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information date of event, sex, age at time of event, age units (patient), weight, weight(units). Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.